Manufacturer narrative:
The reagent lot number was 823927. The expiration date was not provided. The field service engineer found a blockage in a rinse unit tube and resolved the issue. The analyzer alarm trace contained aspiration errors, which can be an indicator of poor preanalytics. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine (crep) gen.2 results from the cobas 8000 c702 module. The initial result was 4.20 mg/dl and the repeat result was 0.66 mg/dl. The questionable result was not reported outside of the laboratory.